Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) drop from two years on april to less than three months today. Boston scientific technical services (ts) suggested sending in data for analysis but the health care professional (hcp) uses latitude link and could not do that. The patient will have an increase follow-up frequency. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) drop from two years on april to less than three months today. Boston scientific technical services (ts) suggested sending in data for analysis but the health care professional (hcp) uses latitude link and could not do that. The patient will have an increase follow-up frequency. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) drop from two years on april to less than three months today. Boston scientific technical services (ts) suggested sending in data for analysis but the health care professional (hcp) uses latitude link and could not do that. The patient will have an increase follow-up frequency. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.